Manufacturer narrative:
The lens box was received with no lens inside.

Event description:
The reporter stated that the surgeon was inserting an espheric three piece collamer lens model cq2015a and a haptic tore off into the optic of the lens. The surgeon removed the lens without any patient injury and a backup staar lens was inserted. The lens will not be returned.